Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Corrected field: e1: phone number. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that no image was displayed was, due to a failure of the charged coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The additional findings are as follows: blackout image occurred due to faulty ccd (charged coupled device), the cable was scratched, dented, and twisted and the adapter was worn and tight. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head image was not clear. The issue was identified during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.